Event description:
Patient underwent cataract surgery in 2001 and implantation of staar model aa-4203tl intraocular lens in left eye. The patient's condition prior to surgery was good, 20/30 without correction and that the patient has heart problems. The surgeon inserted the lens and removed it due to a posterior capsule tear that the doctor believes was caused by the lens. Doctor performed an anterior vitrectomy and inserted another staar lens. The patient is 20/20 with correction and the postop condition is good.